Manufacturer narrative:
As reported, progel vial broke, glass cracked, and fluid leaked out when applying. The sample evaluation finds that the device was received with a broken vial after being setting up and attempted use. The product setting up in the applicator tip resulted in a tip clog which caused the backflow of the contents into the housing. Forces applied with a clogged tip resulted in the glass break found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may 2024. The instructions for use (IFU) supplied with this device states "during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during lobectomy procedure, the progel push rod lodged into the hsa vial, which led to break and the fluid leaked out of the back. It was reported that the glass was cracked and another new device was used to complete. Progel product was stored in the fridge between 2-8 degrees celsius. The product was used within 20 minutes of mixing peg and sterile water and the surgeon did not use excessive force when applying product. There was a delay in the surgery and no reported patient injury.